Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow event occurred post-atherectomy. Two lesions were treated. The sfa lesion was 99% stenotic, severely calcified, and diffusely speed over 150mm in length. The popliteal (pop) artery lesion was 99% stenotic, severely calcified, and 20mm in length. Two run-off vessels were patent prior to therapy. The sfa lesion was treated with a 2.25mm solid crown oad which was spun at medium speed for one run (32sec) and high speed for two runs (34sec, 35sec) for a total run time of 101sec. The residual stenosis was <10%. The pop lesion was treated with a 2.25mm solid crown oad which was spun at high speed for one run (32sec) for a total run time of 32sec. The residual stenosis was <10%. Slow flow was noted in the sfa and pop arteries and was treated with a pronto lp aspiration catheter in the pt artery. No stents were placed during this procedure. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 19 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. Csi ID# (B)(4).